Event description:
Customer's wife reported a hospitalization for her husband's high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 750 mg/dl. The wife stated her husband had been hospitalized with diabetes ketoacidosis. He was being treated with an insulin drip for his high blood glucose. The wife stated the insulin pump appeared to be working fine and declined to troubleshoot for her husband's high blood glucose. She also reported that his insulin pump had several no delivery alarms for the past two weeks. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).